Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No failed battery test alarm, weak battery alarm, low battery alarm, unexpected restart, reset anomaly or loud noise anomaly was noted. The pump was programmed with multiple bolus deliveries and all registered properly in the bolus history. No bolus delivery anomaly was noted. The pump was received with a cracked display window, a cracked case at the display window corners and a cracked reservoir tube lip. The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 53 mg/dl. Customer was advised that battery cap would be replaced. After customer received battery cap, insulin pump began to make a loud noise and gave a low battery alert. Customer was advised that insulin pump would need to be replaced.